Event description:
Caller reported difficulty with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the screen. Blood glucose readings remained within normal range, with no readings above 500 mg/dl or below 54 mg/dl. Technical support instructed the caller on proper button usage and facilitated the replacement of the pump, which was still under warranty. The customer was advised to allow the current pump's battery to deplete before returning and was informed about the process for using the replacement pump.